Event description:
The customer states that one patient generated false positive results with the architect stat troponin-I assay. Initial results of 0.207 and 0.043 ng/ml were generated. The sample was then tested on the other architect i2000sr analyzer in the lab and generated results of 0.001 and 0.000 ng/ml. The customer then retested the sample on the initial analyzer and generated results of 0.007 and 0.008 ng/ml. The stat probe was then replaced on the suspect analyzer and the sample retested with results of 0.006 and 0.000 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) arrived at the customer site and inspected the architect (B)(4) analyzer. The stat probe, reagent 2 probe, and wash zone 1 drain valve were replaced. The issue of aberrant troponin-I assay results has not been documented since the fsr visit. A review of the complaint and service history databases found no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (B)(4) and the architect stat troponin-I reagent package insert (B)(4) contain sufficient information to address the issue under evaluation. A malfunction of the system was not identified. After the field service representative performed troubleshooting of the instrument, the customer issue has not reoccurred, and the instrument has been performing as intended. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.